Event description:
It was reported that multiple cartridges were leaking from the o-ring. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value and date of the high bg event was not given. The customer addressed their bg with a correction bolus and manual injection. Customer loaded a new cartridge to address the issue.